Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 132-148mg/dl. A supply change was performed after the first occlusion alarm and an additional occlusion alarm occurred. The customer successfully resumed insulin deliveries after the second occlusion alarm without the need of changing any pump supplies. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.